Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) ruptured; further described as "exploded". This was identified during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. H4: the lot was manufactured from august 18, 2020 - august 19, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.